Manufacturer narrative:
Device evaluated by MFR: an allegation was not reported. A device was received for analysis. The ams 700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were functionally tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8 lb. Activation test. The pump therefore required more than 8 lbs. Of force to activate. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis identified the device malfunction with the returned pump.

Event description:
A pair of inflatable penile prosthesis (ipp) cylinders and pump were received with no information regarding why the device was returned or where the device came from. A product malfunction was identified upon analysis.